Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received. The device is used in treatment. The device does not meet specifications. The returned unit was inflated. The returned unit inflated without any issue however an attempt made to deflate the cuff failed. Visual examination shows that the notch is blocked. The cause of the blockage is the notch pieces were not removed during the notch operation. The failure relates to the reported event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that prior to use on a patient, the cuff could not be deflated. The customer indicated that there was no patient involvement associated to this event.